Event description:
There was a discrepancy between the packing list expiration of 04/01/2015 and the product box label which stated an expiration date of 04/01/2014. The box label appeared that the product was expired. There was no pt contact and no pt injury. No pt was prepped for surgery. No delay in surgery.

Manufacturer narrative:
To date, the devices involved in the reported incident have not been received for evaluation. An investigation has been initiated based upon the reported info.